Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s therapy was not fully activated at the time of report. The patient reported that they were not using therapy because they were not getting relief. The patient reported that they needed therapy for more sleeping or sitting awhile. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had a bad battery in 2014 and they replaced it in less than two years.